Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure resistance was met while attempting to advance the delivery system in a calcified lesion. The delivery system was removed through the guiding catheter, contrary to the instructions for use resulting in stent loss. The stent was retrieved with a snare. The procedure was completed with another company's stent. No pt injury was reported.